Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure. It was found that the balloon was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
A patient underwent an angioplasty procedure. It was found that the balloon was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), d4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.